Manufacturer narrative:
The underlying cause documented on the (B)(4) or return fields in (B)(4) is identified as: frght dmg quality complaint sent to john b.blue release lever at 90 degree doesn't rest on snap button +jc 100823. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Hyper-extended wheel locks.